Manufacturer narrative:
Integra has completed their internal investigation on june 20, 2017. Methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the fixed jaw is broken. The fragment was not returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of (B)(4) complaints / product uses for the prior 13-24 months. Conclusion: considering that no material or manufacturing defect was found, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt060 provided with the device requires to: "check the condition of instruments before and after each case. Remove from use any incomplete or poorly operation instruments."

Event description:
It was reported an intra-abdominal breakage of one of the 2 jaws of the forceps at the end of the procedure. No patient injury was reported and the event did not lead to surgical delay. Additional information received on june 19, 2017; part of the unit fell into patient's abdomen. The broken parts were removed with another laparoscopic forceps. No additional medical exams were performed to check if all units were removed.